Event description:
It was reported that the c-rotation and flip-flop brake handles are damaged. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the broken handles. An inspection of the brakes was also conducted. System operates as intended.